Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device sensor. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced symptoms described as confusion, "moving arms and legs", seizure, and a loss of consciousness. Customer was unable to self-treat and had contact with a healthcare professional who administered glucagon injection for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.